Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation. All of a sudden, the patient lost therapy. There was a fading sensation in the recent past. It was reported that a device replacement was done this morning to another device. Prior to the change-out, the patient felt stimulation in his leg when he was laid on his back. For the past few weeks, the patient had to increase stimulation to feel stimulation on his back when pressed. The lead/extension junction site was right at the pocket. The hcp decided to change out the extension to a bifurcated extension instead of a pocket adaptor. The removal went smoothly with no complications. There were no falls or trauma prior to the device change-out. The patient was admitted to the hospital. Impedance measurements were normal. Reprogramming was done and the patient was not using electrode 3 or 7, patient continued to only feel stimulation on his mid back location with amplitude up to 10.5 v. It was recommended to get an x-ray of the ins and extension area. The patient's lead had migrated down from the initial implant six years ago, and hence the patient lost coverage. A revision was scheduled.